Manufacturer narrative:
Visual inspection confirmed lube breakdown in bearings 1, 2, and 3, resulting in a gritting rotation.

Event description:
The u2 straight medium m attachment overheated while being tested by the MFR's field service tech. There was no pt involvement, and no adverse consequences were reported.